Event description:
Longterm care resident was found at 0145 by rn supervisor and lpn not breathing, no pulse, no blood pressure. Resident's head was caught against the upper 1/2 side rail and mattress at chin/neck. Lower body was on the floor. The bed alarm did not sound as resident's head was still on the bed alarm pad. Bed alarm was on and intact but the weight of head prevented alarm from sounding. Pt was seen approx one hour and 15 minutes earlier alive and in bed. The coroner determined that the cause of death was accidental asphyxiation.